Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer initially reported that their device had its service indicator illuminated and had logged an event code. After an evaluation of the device by physio-control, it was observed that the device was booting up to a solid white screen. Solid white screen is indicative of a device lockup and the device would not be functional. There was no report of any patient use associated with the reported issue.